Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the pt reported that she had experienced several infusion set tubings break resulting in elevated blood glucose (values not provided). Her normal blood glucose range is 110-140 mg/dl. The pt was not able to provide details at the time of the initial report and she stated she would call back. The pt travels frequently. Several attempts were made to gather additional info regarding the allegation. No further contact was made with the pt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.